Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 21590667.

Event description:
It was reported that the patient was having difficulty charging the ipg. It was also reported that the patient was not receiving enough pain relief despite reprogramming done. The patient underwent a system explant procedure. The explanted devices were discarded.